Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a baxter employed health professional from (B)(6) of constipation and peritonitis in a patient coincident with dianeal pd2 2.5% ultrabag therapy for peritoneal dialysis (pd). Dianeal therapy was ongoing. On an unreported date, the patient had constipation. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized for the event. On an unreported date, the patient was treated with injection vancomycin and fortum. It was unknown if the patient recovered from the peritonitis. An opinion of causality was not reported for the event of constipation. Per the healthcare professional, the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). Following the peritonitis event, peritoneal dialysis (pd) therapy was withdrawn, the patient's catheter was removed, and the patient was started on hemodialysis. The patient experienced an unspecified cardiovascular disease. Treatment was not reported. On an unknown date in (B)(6) 2012, the patient died due to the cardiovascular disease. It was not reported if an autopsy was performed. At the time of death, the patient had not yet recovered from the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.